Manufacturer narrative:
H3, h6) the product ID: 9735821, lot number: p901091, returned to the manufacturer for analysis. The returned positioning sensor unit (psu) contained scratches on the housing and lenses. A check of the event log showed intermittent firmware incompatibility dating back to september of 2018 and intermittent illuminator current low, dating back to august of 2020. There was also a battery voltage low message along with bump detected and storage temperature exceeded messages. The psu failed an accuracy test (aak) at .487 millimeters (mm) with a passing threshold of .250mm. Previously reported codes, b01, c08, and d02 are applicable as well as newly reported codes, c02, and c07. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Concomitant products information references the main component of the system. Other relevant device(s) are: product ID: 9735821, serial/lot #: -, ubd: unknown, a medtronic representative went to the site to test the equipment. Testing revealed that the camera presented a localizer faulted error. The camera was then replaced. The navigation system then passed the system checkout and was found to be fully functional. Fdm b01, fdr c13, c08 fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during an electrode and probe placement procedure. It was reported that the system had a localizer fault message displayed. The site reported that when attempting to use their system the camera presented a localizer faulted error. No further troubleshooting could be done due to email case creation rather than intra-operative phone call. Navigation was aborted causing less than an hour delay to the case. The next step was to replace the power supply unit (psu). There was no reported impact on the patient. The manufacture representative called to report that the network device interface (ndi) toolbox showed "bump detector battery fault", "bump detected", and "storage temperature exceeded" messages. Technical service instructed the rep to check the event logs to make sure the messages showed up at same time.

Manufacturer narrative:
H3,h6) no parts have been received by the manufacturer for evaluation. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.